Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: release to warehouse date: march 12, 2003. Manufactured at synthes (B)(4). A material record report (mrr) was written for this part/lot combination due to oversized l1 feature on eleven (11) parts. The parts were re-inspected and all passed inspection. This mrr is not relevant to the complaint for broken device as an oversized length would not contribute to a device breaking. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke into two (2) pieces towards the end of a trochanteric fixation nail (tfn) procedure that took place on (B)(6) 2015 to treat a hip fracture. No fragments were generated from the break, but a fifteen (15) minute surgical delay was noted. The patient's post-operative status was reported as "fine." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (helical blade coupling screw, part number 357.377, lot number 4529818). The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The associated drawings were reviewed as part of the investigation. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.